Event description:
The pt was implanted with a vented electric lvad in 2001. In 2003, the hospital vad coordinator reported that the pt's stroke volume limiter (svl) broke apart at the pt side of the pneumatic line where it connects to the diaphragm. The pt was switched to a back up svl.